Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The customer noticed the cannula was bent. An injection of insulin was administered to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bends or kinks in the soft cannula were observed. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery.